Event description:
Bard midline catheter broke off at the hub and the rest of the catheter could not be retrieved out of the pt's arm. CT next day revealed that the catheter was in a left pulmonary artery. Interventional radiology and thoracic surgery recommended leaving catheter in place as attempts at retrieval would be unproductive.